Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was near an electric car at the time of the shock. Technical services discussed some precautions to avoid electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.